Event description:
It was reported that the customer received 3 no delivery alarms within 24 hours and blood glucose level went up to 27 mmol/l. Customer gave a correction and current value is 16.5 mmol/l. During troubleshoot; it was stated the drive support cap is recessed. The tubing had small air bubbles, no insulin leak found and the cannula was nor bent. Insulin did exit the tubing with manual prime. Customer decline to check the settings. The high pressure test was not performed as the customer did not have a tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.